Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the monitor, which is an olympus asset with no reported complaint. During the evaluation of the device, alternating current power intermittent (failed to boot-up) was observed. The service repair technician indicated that the most likely cause of the alternating current power intermittent was traced to component failure. There was no patient involvement.